Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation and before use, the physician opened the carton of the device and noticed that the inner pouch was torn, resulting in unsterile product. There was no patient involvement and no clinically significant delay in procedure. Another same size acculink was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tear, rip or hole in device packaging was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during shipment/storage at the account resulted in the noted chipboard box damages (crushed, multiple creases) and thus resulted in the reported tear, rip or hole in device packaging /noted torn inner pouch. There is no indication of a product quality issue with respect to manufacture, design or labeling.